Manufacturer narrative:
The devices were not returned for evaluation as they were discarded; therefore, the event cause could not be determined. Mdrs related to the event: 2029214-2017-01315, 2029214-2017-01316, 2029214-2017-01317. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that one flow diverter device could not be advanced to the desired position and was not able to fully expand once it was resheathed and repositioned. This failure was reported as not related to twist or any focal anatomic reason. Three additional flow diverter devices were used and all three failed to fully expand at the distal braid so they were resheathed and removed. This event occurred in the supraclinoid internal carotid artery (ica). There are plans to treat the patient with aneurysm occlusion. The xt-27 catheter was used to deliver all four flow diverter devices. There was no resistance when the devices were advanced or retrieved. The patient¿s vasculature was moderate in tortuosity. All the devices were removed from the patient and discarded at the site. The patient was discharged next day. No patient injury occurred. Ancillary devices: 6fr super arrowflex, navien 058, xt 27, synchro 0.014.